Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as lot number was not provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that a 5f celt closure device was used to attempt the closer of an arterial puncture made by a 6f sheath. The sheath had been placed in an antegrate manner (directed down towards the feet). Also, the puncture had been made in the superficial femoral artery. The distal wings were deployed but on withdrawal of the 5f implant towards the puncture site, the implant remained attached to the delivery system and therefore was removed still attached to the device from the patient. The doctor attempted to control the arterial puncture with manual pressure. However, the patient developed a pseudoaneurysm. It was reported later that the patient was successfully treated with a thrombin injection.